Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/9/2020. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. The sample was subject to visual inspection and black embedded foreign matter was observed on the needle hub collar, verifying the customer experience. After fourier transform infrared spectroscopy (ftir) analysis of the foreign matter, it was concluded that the foreign matter is a most likely a mixture of carboxylic acid salts and other unknown compounds, although there is no good match available. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. The injection screw was not adequately clean to remove the carbonized layer and there is no preventive maintenance to perform purging to prevent formation of the carbonized layer. An enhanced cleaning process to the injection screw for all needle molding press and a bimonthly preventative maintenance to preform purging to prevent formation of the carbonized layer has been proposed to address this issue. H3 other text : see h.10.

Event description:
It was reported that foreign matter was found on the needle 21g 1-1/4in tw tip before use. The following information was provided by the initial reporter: "foreign material on the needle tip. There is foreign material(black dots) on the needle tip."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found on the needle 21g 1-1/4in tw tip before use. The following information was provided by the initial reporter: "foreign material on the needle tip. There is foreign material(black dots) on the needle tip."